Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a tego® connector where the customer reported that they were able to aspirate the lumen but unable to flush. They removed the tego and reattached a new syringe to it, but it still would not flush. They replaced the tego and resumed putting the patient on. The event occurred during infusion, with no patient harm and no delay in therapy.

Manufacturer narrative:
Investigation summary the complaint of no flow / can't prime / difficult to prime on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.